Manufacturer narrative:
Concomitant medical products: 2088tc and 1458q leads, implanted (B)(6) 2017, lda220q lead implanted (B)(6) 2015. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted with complaints of low flow alarms on the vad, tarry stool, hypotension and gastrointestinal bleed (gib). The patient noted that their blood pressure had been "on the low side" since starting twice a day lisinopril. Esophagogastroduodenoscopy (egd) was performed and revealed four non bleeding arteriovenous malformations (avm) that were cauterized with no signs of bleeding in the upper gastrointestinal (gi) tract. A colonoscopy was performed and revealed dark stool in the colon and distal ileum with suspected bleeding occurring from small bowel. A subsequent egd revealed four small ulcers in the stomach at the sites of the avm cautery which were not bleeding. Labs were conducted and the patient's international normalized ratio (inr) was 3.4. A capsule endoscopy revealed some dark blood about 45 minutes into the small bowel with a large clot and dark fluid/blood after that so no specific bleeding sites were seen. Enteroscopy to the mid jejunum was performed, and one non- bleeding avm was found and treated with cauterization. No evidence of bleeding was visualized in the intestine. Four small ulcers previously seen at the avm sites were noted. Hematocrit and hemoglobin were stable after the procedure with no further bleeding. A drop in hematocrit and hemoglobin was noted and was treated with two transfusions of packed red blood cells (prbcs) three days apart. The patient's anticoagulation was held but subsequently resumed; the patient received inpatient dosing per the pharmacy. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files were not available for analysis. Information received from the site indicated that, in addition to the low flows, the patient was admitted with tarry stool, hypotension, and gastrointestinal (gi) bleeding. The patient noted that their blood pressure had been "on the low side" since starting twice a day lisinopril. An esophagogastroduodenoscopy (egd) revealed four non-bleeding arteriovenous malformations (avm) that were cauterized with no signs of bleeding in the upper gi tract. A colonoscopy revealed dark stool in the colon and distal ileum with suspected bleeding occurring from the small bowel. A subsequent egd revealed four small ulcers in the stomach at the sites of the avm cautery which were not bleeding. A capsule endoscopy revealed dark blood in the small bowel with a large clot and dark fluid/blood after that; no specific bleeding sites were seen. Enteroscopy to the mid-jejunum found one non-bleeding avm which was treated with cauterization. Additionally, a drop in hematocrit and hemoglobin was noted and was treated with blood transfusions. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, gi bleeding and avms are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.